Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no adverse impact to customer's blood glucose level. The customer continued to use pump to resume of insulin therapy.